Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 66-year-old male patient with a past medical history of renal insufficiency and dialysis.the patient presented in cardiomyopathy, scai stage e shock and was on an intra-aortic balloon pump (iabp), multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was access site bleeding that began after physical therapy (pt). The patient had received 1 unit prbc the previous day. The plan was to change the dressing and keep and monitor the site. The patient is on heparin and has an anti-xa level of 0.37, which is within the desired therapeutic range. If the oozing continued, cardiothoracic (CT) surgery would come in to assess the site. A few days later, the ICU nurse noted decreased purge flows and increased purge pressures. The patient is currently listed for heart transplant and heart failure. CT surgery made the decision to replace the device out of concern for a possible pump stop. The device was replaced with another impella 5.5. The post-procedure outcome for the first device was survived at explant. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The device was returned for evaluation. The cause of the access site adverse event was a user related issue as clinical details noted patient movement at time of access site bleeding. The cause of the high purge pressure was due to biomaterial however, it could not be determined if the biomaterial found on the pump was ingested or built-up as no logs were returned for evaluation. The pump passed all post-sterile inspection checks.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Following the dressing change the bleeding did resolve.